Manufacturer narrative:
(B)(4). Batch # n5737y. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: did the device deliver a complete cutline? Yes did the device fire the staples but did not go into the tissue? Yes. Did the staples fall out of the device and just lay on the tissue? Fell out of the device. Did the patient receive any blood products? No. How much blood products was the patient given? What is the patient current condition? Stable. The batch or lot# provided for the ecr60d, n4mb2f does not match the cartridge code provided. If available please provide the correct batch or lot for the cartridge ecr60d. Ecr60d, lot n4m82f. Was the extended hospital stay planned after the procedure? No. Was the extended hospital stay due to the malfunction of the device? No. Thank you for the additional information you provided, however, you answered ¿no¿ to was the extended hospital stay planned after the procedure. You also answered ¿no¿ that it was not due to the malfunction of the device. ¿no¿means the hospital stay was not extended., can you please further clarify if the patient condition after surgery, due to the device malfunction during the surgery, caused the extended hospital stay? No.

Event description:
It was reported that during a laparoscopic left lateral lobectomy of liver procedure, the surgeon used the device with a gold cartridge and found it difficult to fire on the first firing. After firing, it was found that the staples were on the surface of the reload. They changed to another gold reload and after firing, most of the staples were with straight leg. The patient lost 100-150ml of blood. The surgeon used endo clips to finish the surgery and stop the bleeding. The patient is stable and in the hospital now.